Manufacturer narrative:
Device received with blank display due to corroded electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify pump error 35 alarms or critical pump error alarms due to blank display. Corroded force sensor assembly and moisture damage on motor assembly. Corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a critical pump error. The customer also reported that on open book displayed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.